Event description:
Dealer advised received unit back from a rental and upon inspection found unit runs and then shuts down with error code 3 and 4 with no alarm.

Event description:
Dealer advised received unit back from a rental and upon inspection found unit runs and then shuts down with error code 3 and 4 with no alarm.

Manufacturer narrative:
Product has not been returned for evaluation as of the date of this investigation. RMA was issued.

Manufacturer narrative:
Product has been returned and evaluated. The underlying cause documented on the irs or return fields in oracle is identified as: assembly/component issue / sieve bed, saturated CAPA search: CAPA (B)(4). Replace pvc tubing with polyurethane tubing on the xpo2 manifold to address sieve bed saturation due to tubing leakage.